Event description:
Caller tested 1.2 inr, 1.9 inr, 2.7 inr, and 3.7 inr on the coaguchek xs system. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).